Manufacturer narrative:
(B)(4). In response to medtronic¿s request for device return, no device was received for evaluation¿as it still remains in the patient.

Event description:
It was reported a couple days post-operatively after implantation of a medtronic airvance bone screw system, a male patient, weighing 190 pounds presented in the emergency room complaining of throat pain. A CT scan revealed a metal density in the middle of the tongue. However, the patient is having no pain in his tongue and is refusing revision surgery until it is determined to be necessary after he has completely healed from the initial implantation surgery. Until then, it cannot be confirmed if the metal density from the CT scan is an airvance bone screw that is no longer attached to the mandible... As the physician has admitted that you can't see the screw in the mandible on x-ray because they are both the same density.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.